Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: a longitudinal crack was found on the female luer, causing minimal blood leakage.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample with no packaging was returned for evaluation. In addition one photo was provided by the customer for evaluation. Upon visual examination of the sample and photograph, a vertical crack was observed on one of the three female luer lock connectors of the set. The reported defect was confirmed. Additional testing was performed and no defects were noted durning testing. Although the reported defect was confirmed, the exact cause could not be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Since a lot number was not provided a review of the discrepancy management system (dsms) database was unable to be performed. If any additional pertinent information becomes available, a follow up will be submitted.